Manufacturer narrative:
Update: the devices associated with this report were not returned. Review of the device history records and sterilization certifications did not reveal any related manufacturing deviations or anomalies. Per the sterilization certificates, validated parameters were met. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address infection. Update: (B)(4) 2013 - litigation papers received. Litigation alleges pain. The MDR decision is being reversed and cup, stem and screw reported to address this issue.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and sterilization certifications did not reveal any related manufacturing deviations or anomalies. Per the sterilization certificates, validated parameters were met. X-rays were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.